Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic right sided hemicolectomy with 3d camera - "when sealing a large vessel (seal # 33) the surgeon asked me if she should seal twice. I told her that it is not necessary but they are used to do so and she sealed the vessel twice, after transecting the vessel it started bleeding. It was a large vessel surrounded by fat tissue and it wasn´t skeletonized completely. Likely the vessel was not completely in the jaws (according to surgeon). Also the jaws weren´t cleaned prior to sealing. After coagulating the bleeding the generator alarmed for cleaning. The jaws then had to be cleaned a few times because they got stuck into the fat tissue, which was not acceptable by the surgeon! No significant bleeding for patient but it impaired the view and prolonged the procedure. 100 seal circles, took out for cleaning 4 times, got stuck in fat tissue 4 times. 2 alarms." Patient status unknown.

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. Although the root cause of the incident could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.